Event description:
During an incident on event date involving a male pt in full cardiac arrest, this defibrillator analyzed the rhythm as treatable, charged, but when the "press to shock" button was pressed, the defibrillator displayed the message "system maintenance" and "charge was dumping". This happened twice within minutes and took over pt care, shocking the pt with their defibrillator. The pt was pronounced at the scene. The reporter, who was not at the scene, tested the defibrillator at the station and found that if the p tcable was moved, the unit prompted "check electrodes". Several other pt cables were used and the same thing happened. He suspected the female socket may be damaged.

Manufacturer narrative:
The returned defibrillator was tested and found to prompt "check electrodes" when the unit was shook or the pt cables wiggeld. Internal inspection found the flex circuit connected to the pt relays on the high voltage board was worn or damaged in such a way as to intermittently interrupt pt contact. The flex circuit was replaced and proper operation for pt treatment was verified. The incident report printed from the incident mcm docs the unit prepared to shock twice but shut off prompting "service mandatory 12: control discharge" which means the control processor failed to enter the discharge state. The hs3000 operating instructions explain "service mandatory" (sm) as a message displayed with beep in the event that a critical part of the unit fails. The unit is disabled. The sm message is followed by a message that further defines the problem. The "check electrodes" prompt is displayed if defibrillation pads are being used and the pt's impedance is outside the impedance range for defibrillaiton or intermittent impedance (noise) is sensed indicating faulty electrode, contact or connection. The operating instructions explain what to do should these prompts be experienced. The customer was sent a letter explaining our evaluation.